Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: vent malfunction. Detailed inquiry description: set 3: chemo spill: carboplatin resulted from opening the vent plug prior to infusion. Tubing is already primed when delivered from pharmacy- this occurred when opening the vent just prior to starting the infusion.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). One used sample without packaging was provided for evaluation. Upon visual inspection of the returned sample, it was observed that the sample arrived with an extension attached to the spike and the air vent was missing on the spike. Based on the data from the investigation, the reported defect was unable to be confirmed to be a manufacturing defect. It was determined the sample was used, out of the packaging, and had an extension on the spike. This suggests that the reported incident occurred during use. It should be noted that the air vent is a snap-in joint and can be removed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.